Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 488 mg/dl. The customer was treated for high blood glucose with pump via bolus. The customer was explained the 2 high blood glucose rule.